Manufacturer narrative:
B5: describe event or problem - updated. H6: patient codes- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient experienced a stroke. During a pulsed field ablation (pfa) procedure, a farawave catheter was selected for use. Normal irrigation was noted through the farawave catheter and faradrive sheath. Post procedure, the patient developed stroke like symptoms. Computed tomography angiography (cta) was negative and a magnetic resonance imaging (MRI) was ordered. The patient remained hospitalized beyond standard of care following this event. A clot was ruled out pre-procedure, and a watchman closure device was in place. It is unknown whether the stroke was hemorrhagic or thrombotic. No fibrin or coagulant was seen on the tip of the catheter. The farawave catheter is not expected to return for analysis as it was disposed. No further information on patient status was noted. It was further reported that the physician described facial droop, tongue deviation, and slurred speech one hour post procedure. It is noted there was a known history of previous craniotomy and stroke long prior to this procedure. Within hours of the findings all symptoms resolved, and the patient was discharged home the same day as the procedure, later that night. No other information is available.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient experienced a stroke. During a pulsed field ablation (pfa) procedure, a farawave catheter was selected for use. Normal irrigation was noted through the farawave catheter and faradrive sheath. Post procedure, the patient developed stroke like symptoms. Computed tomography angiography (cta) was negative and a magnetic resonance imaging (MRI) was ordered. The patient remained hospitalized beyond standard of care following this event. A clot was ruled out pre-procedure, and a watchman closure device was in place. It is unknown whether the stroke was hemorrhagic or thrombotic. No fibrin or coagulant was seen on the tip of the catheter. The farawave catheter is not expected to return for analysis as it was disposed. No further information on patient status was noted.